Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Patient's relative reported the patient's lap-band "slipped off and toxins went into [the patient's] body." The patient's relative added "then they took the lap band out." No contact information is available for the surgeon, at this time. The reported alleged event have not been confirmed by a medical professional. Follow-up in progress.